Event description:
Pt underwent insertion of ICD on (B)(6) 2014. On (B)(6) 2014, it was noted device malfunction. Pt required right ventricular lead revision. Noted screw was retracted and lead pulled out. Revision completed on (B)(6) 2014.